Event description:
In 2009, pt implant of a 25-16-120bl bifurcated device and two 25-25-55l proximal cuff extensions. Follow up CT revealed a possible proximal type I endoleak and a type ii endoleak. Nonetheless, there was about 8 mm sac shrinkage. At approximately 5 months later, the pt was treated with a 34-34-80l proximal cuff extension, the type I endoleak was resolved. The type ii still remained, and the pt will be monitored.

Manufacturer narrative:
Second proximal cuff extension implanted: model number 28-28-75l; lot number w08-1760-030; expiration date 08/01/2011. Review of lot records/work orders, prior reports. No issues were noted. Additional information has been requested to determine whether the sac shrinkage contributed to the endoleaks. No conclusion can be drawn at this time.